Manufacturer narrative:
The e602 module serial number was (B)(6). The customer mentioned that they had aspiration issues with the sample probe. The field service engineer found that the measuring cells needed replacement. He replaced the measuring cells. He then performed performance testing, calibration, qc, and precision studies, and they were all within specifications. The instrument was fully operational. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys vitamin d total g3 (vitamin d total iii) assay on a cobas 8000 - cobas e602 module. Initial result: >120 ng/ml. The customer noticed that several samples resulted in values >120 ng/ml for several tests. Repeat result: 22.47 ng/ml. The repeat result was deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer found that the cause was due to the measuring cells needing replacement (component failure). The service actions performed by the engineer resolved the issue. No further issues were reported afterward.